Manufacturer narrative:
(B)(4). Upon completion of the investigation, no device issues were found to have caused or contributed to the reported event. Therefore, the cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The amia device was returned and evaluated. The returned devices received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing on the device. The visual inspection was performed and there were no issues identified. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. Upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
During evaluation of a returned amia device, one increased intra-peritoneal volume (iipv) event was identified, which occurred on (B)(6) 2014. During final drain, the patient's drain volume was 3689.857ml, indicating the home patient (hp) drained a volume 115.308% above their maximum programmed fill volume of 3200ml. No additional information is available.